Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient said she was in a roll-over car accident on (B)(6) 2019. Patient said the car accident caused the lead to move. Patient said the issue with the device was not discovered until (B)(6) 2020 when the patient had a CT scan or something, then the device was removed. There were no further patient complications are anticipated or expected as a result of this event.